Event description:
69 year old female with acute decompensated, chronic cardiomyopathy developed cardiogenic shock stage "d" received impella cp. Impella was measured 3.8 cm in mid-ventricular space, representing a deviation from IFU. Arrythmia required amino gtt treatment and planning of cardioversion at day 6. Impella cp was exchanged for impella 5.5 7 days after insertion. This also represents a deviation from the IFU of impella cp. Impella 5.5 was placed for 25 days, palliative care conversation was held with the patient, withdrawal of care was done on (B)(6) 2025. Length of impella 5.5 also represents a deviation from impella 5.5 IFU. The patients severe condition likely contribute to the observed symptoms and death, additionally pump location deviation might have contributed to renal failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The following sections have been updated: b2 added death and date of death, b4, d4 catalog # and UDI number, g3, g6, h1 changed to death, h6 impact code f02, h11. The investigation for the renal failure and the arrhythmia has been completed. The device was not returned for evaluation. Without additional clinical details nor a device return, the root cause of the reported adverse events could not be determined.

Manufacturer narrative:
B5: added clinical review. H6: added code f2303 and b22.

Event description:
A sixty-nine-year-old female with acute decompensated chronic cardiomyopathy developed cardiogenic shock classified as society for cardiovascular angiography and interventions (scai) stage d. The patient received an impella cp for temporary mechanical circulatory support. The impella inlet was measured at three-point-eight centimeters below the aortic valve, representing a deviation from the device instructions for use, which recommend an inlet depth of no more than three-point-five centimeters. During support, the patient developed arrhythmia requiring an amiodarone infusion, and cardioversion was planned on day six. After seven days of impella cp support, the device was exchanged for an impella 5.5. This exchange represented an additional deviation from the impella cp instructions for use regarding recommended duration of support. The impella 5.5 then remained in place for twenty-five days, which also exceeded the recommended duration of use per the device instructions for use. A palliative care discussion was held with the patient and family, and withdrawal of care was performed on (B)(6), two-thousand twenty-five. The patient¿s severe underlying cardiac condition likely contributed significantly to the observed symptoms and eventual death. Additionally, deviation from recommended impella positioning may have contributed to renal failure, although the extent of its contribution cannot be fully determined based on the available information. Extended support durations beyond the instructions for use for both devices may also have played a contributory role in the patient¿s clinical decline.